Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored, and no blank display or battery out limit alarms were noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or of no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert; they replaced the battery, then received a battery out limit. The customer also reported that the insulin pump had a blank display. The customer confirmed that he drops the insulin pump regularly. During troubleshooting, the customer was able to get the display to return. Blood glucose level was 196 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.